Event description:
It was reported that a patient was restrained in the bed, and got a hold of a lighter which they then used to try to burn the restraints. As a result, the restraints caught fire, as did the unknown stryker mattress on the unit, and part of the bed. The patient reportedly sustained 2nd degree burns.

Manufacturer narrative:
The customer requested an evaluation of the unit, which found that multiple bed components had been scorched, resulting in discoloration. It was recommended to the customer that they replace the affected components.

Event description:
It was reported that a patient was restrained in the bed, and got a hold of a lighter which they then used to try to burn the restraints. As a result, the restraints caught fire, as did the unknown stryker mattress on the unit, and part of the bed. The patient reportedly sustained 2nd degree burns.